Event description:
Device malfunction: thumb advancer failed to advance completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, resistance was felt during advancement of the thumb advancer. The thumb advancer stopped from completely splitting the sheath and the clip did not deploy. The safety release button was engaged to collapse the vessel locator wings. An attempt was made to engage the vessel locator again; however, it was unsuccessful. The safety release button was engaged again and the device was removed from the patient anatomy. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.